Event description:
A nonreactive advia centaur cp hcv result was obtained on a pt sample. The pt sample was tested at another site on the advia centaur and the result was equivocal. The pt sample was repeated on an alternate method and the result was (B)(6). Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur cp hcv result.

Manufacturer narrative:
A siemens representative examined the (B)(6) qc and calibrations. No issues were found. The instrument is performing within specifications. The cause for the nonreactive advia centaur cp hcv result compared to the (B)(6) result for the other method is unk. The instruction for use (IFU) limitation section states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6)." "Assay performance characteristics have not been established when the advia centaur hcv assay issued in conjunction with other manufacturers' assays for specific (B)(6) serologic markers."

Manufacturer narrative:
Additional information: the customer sent the patient sample to siemens healthcare diagnostics for further testing. The results obtained on the advia centaur hcv was positive (1.01 index) and indeterminate by riba western blot. Siemens did not confirm the negative index responses obtained by the customer. The sample was not confirmed by the riba western blot.